Manufacturer narrative:
Patient information for ethnicity (section a5) is unknown. Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs) during work up for left ventricular assist device placement. The impella 5.5 was successfully implanted, and the patient was sent to the unit on support. Approximately five hours later, suction was encountered with point-of-care ultrasound showing the inlet into the mitral valve apparatus. The impella 5.5 was repositioned and the following day, position remained in good positioning according to the physician. However this day, the patient was taken back to the operating room to surgically address a hematoma. Support continued; the patient ambulating waiting for the left ventricular assist device. Day 8 of support it was noted purge system blocked alarm was persisting despite changing cassette and checking for kinks. Switch to heparin purge was not an option as the patient had developed heparin-induced thrombocytopenia. Heparin had been replaced with sodium bicarbonate. Tissue plasminogen activator was added to the purge to address a purge system blockage. The patient¿s condition was noted unchanged otherwise and flowing ¿well¿ on the impella 5.5. Six days later the impella 5.5 device was explanted with a surviving outcome. The patient was bridged to a left ventricular assist device.

Manufacturer narrative:
No product was returned for investigation. The cause of the high purge pressure was most likely biomaterial buildup as data logs showed a gradual rise in pp and no motor current spikes or trends. The cause of the positioning issues was not determined since insufficient clinical details were provided and product was not returned. The cause of the hematoma was not determined since insufficient clinical details were provided and no product was returned. The cause of the thrombocytopenia cannot be determined as insufficient clinical details were provided. The pump passed all post-sterile inspection checks.